Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and performed bicarbonate buffer test. One of four sensors failed per specification for high readings. The three remaining sensors passed per specification with accurate readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when their blood glucose level was not low. The customer's blood glucose level was 154 mg/dl but their sensor glucose level was 40 mg/dl. The insulin pump alarmed calibration error and change sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.